Event description:
On march 08th 2023, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which led to early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the initial escalation analysis, the sensor performance deviated from normal behavior. The signal modulation started to decline from february 11, 2023. Per the initial escalation analysis, the RMA for the sensor was authorized to further investigate the root cause of the issue. Upon receipt of the RMA, the sensor (B)(6) was tested in-vitro and deemed chemically under performing due to its modulation ability reduced to less than 30%. This is likely due to hydrogel oxidation.